Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by a healthcare representative that a patient was hospitalized for diabetic ketoacidosis the week of (B)(6) 2026. No additional information regarding specific event date, glucose values, symptoms, or treatment could be obtained. Multiple good-faith efforts were made to gather additional details relevant to the event, but no further information could be obtained.